Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were fully mated and fully rear locked. The anchor and collagen were returned and were tamped. The clear stop indicator was also fully deployed. No other damage or issues were identified. The complaint was confirmed for vessel occlusion into the artery resulting in an interventional procedure. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique or incorrect access site location causing collagen deposition to occur. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after placement of the angio-seal, the pedal pulse was absent. Ultrasound examination: the anchor and its collagen remained in the artery, causing ischemia of the left lower limb. Clinical consequences: surgical treatment . Actions taken: management of the patient with a bloody approach to remove the implanted material. Reconstruction of the artery using a vascular patch.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.